Event description:
The customer contacted physio-control to report that while attempting to perform a self check on their device, the service indicator was present and event codes were logged in the device's memory. The customer cleared the event codes from the device's memory and cycled power on the device. The service indicator was still present after cycling power and when attempting to go into the service menu, the device unexpectedly re-booted itself. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while attempting to perform a self check on their device, the service indicator was present and event codes were logged in the device's memory. The customer cleared the event codes from the device's memory and cycled power on the device. The service indicator was still present after cycling power and when attempting to go into the service menu, the device unexpectedly re-booted itself. There was no patient use associated with the reported issue.